Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy procedure, the tissue pad fell off of the device. The tissue pad was retrieved. Another device was used in which the blade broke off during the pre-run test. A third device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.